Event description:
It was reported that during a photoselective vaporization procedure, the sheath of the fiber broke after 67,766 joules with 7:07 minutes of fiber use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure, the sheath of the fiber broke after 67,766 joules with 7:07 minutes of fiber use. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis of the returned fiber revealed that the glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Also, the metal cap exhibits severe charred detritus adhesion on surface, indicative of tissue contact. Examination under magnification identified the glass cap was able to rotate and move independently within the metal cap, and was protruding from the end of the metal cap further than expected, indicating glue failure. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber; therefore, the reported event cannot be confirmed. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed glass cap misalignment due to glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.